Manufacturer narrative:
Date received by manufacturer was january 6, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Unanticipated x-ray and CT scan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, during an unspecified spinal procedure, the surgeon implanted an opal spacer (part number 08.803.110) at l5-s1. The surgeon asked for an x-ray before he removed the implant inserter (part number unknown). The surgeon felt the implant was too anterior and wanted to back out the implant. He attempted to pull back on the inserter but the inserter disconnected from the implant and so he was unable to pull the implant back. Therefore, the implant remained completely out of the disc space and anterior to the spine. The surgeon suspected that the scrub technician never fully tightened the implant on to the inserter as one normally has to unscrew the inserter to detach it from the inserter. The surgeon continued with the surgery and placed two of the 10x28, 10mm height opal spacers in the patient. A computed tomography (CT) scan was done on the patient after the case to make sure the implant was not in contact with anything concerning. The cage was not pressing on anything of concern however they did find a tumor in the patient¿s abdomen which is completely unrelated to the spine surgery. The surgeon stated the patient will need the tumor removed and that the cage may possibly be removed at that time. The surgery was completed successfully without a time delay. This report is 1 of 2 for (B)(4).